Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the coil (subject device) was prematurely separated from the delivery wire at the detachment zone inside the rotating hemostatic valve (rhv) while being retracted and re-sheathed due to the resistance encountered during the advancement of the coil through the microcatheter shaft. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
Expiration date/manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that the coil (subject device) was prematurely separated from the delivery wire at the detachment zone inside the rotating hemostatic valve (rhv) while being retracted and re-sheathed due to the resistance encountered during the advancement of the coil through the microcatheter shaft. There was no clinical consequence to the patient due to the reported event.